Manufacturer narrative:
Initial reporter address: (B)(6). The customer reported two potential lot numbers: 19l30t891 or 20f14t765 should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravascular extension set leaked at the junction of the tubing and the luer connector. This was identified on the end of the set where a syringe was connected to the luer connector. This was observed during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The potential lot 19l30t891 was manufactured on january 10, 2020. The potential lot 20f14t765 was manufactured on june 17, 2020. The actual device was not available; however, a video of the device was provided for evaluation. Visual inspection of the video was performed which observed a leak at the level of tube/luer junction. The reported condition was verified for the actual sample. The cause of the condition could not be determined. Additionally, a visual inspection was performed on the retention samples with no issues noted. Gravity and leak testing were performed on the retention samples and no leaks were observed. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the potential lots. Should additional relevant information become available, a supplemental report will be submitted.